Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following flap creation, the bed would not z up for treatment. The bed was lowered down due to the patient being larger, but the bed would not move back up. The flap was placed back down and the facility waited for a service representative. The procedure was completed approximately two hours later. The patient had inflammation on day one post operative visit. The inflammation was improved on day two. Follow up information received reported inflammation has resolved.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During on site visit, field service engineer (fse) was able to duplicate customer reported event. To fix this issue fse made adjustments to the bed sensor. Fse completed system verification's. System is operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).